Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is being filed to report that shunt /atrial perforation during use of the steerable guide catheter (sgc 60720u106). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted (60516u139 and 60525u158), reducing mr to 1. When removing the steerable guide catheter (sgc) (60720u106), blood was noted going from the right to left atrium, requiring an asd closure device on the septum. On an unspecified date, echocardiogram was performed and mr increased to 3-4. One clip had a single leaflet device attachment (slda). It cannot be determined which clip had the slda (60516u139 or 60525u158). On (B)(6) 2018, a second mitraclip procedure was to be performed. However, when the transseptal (ts) puncture was attempted, the needle could not cross the septum due to the previously implanted atrial septal defect (asd) closure device. The procedure was aborted. The mitraclip devices had not been opened. No clips were implanted. Mr remains 3-4. The patient is stable. There is no scheduled date for additional treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions. It should be noted that the reported patient effect of atrial septal defect (atrial perforation) is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue.